Event description:
(B)(4). Immediately after placement of the product, I had severe bleeding and periods that would last 2 weeks at a time. My allergies were unmanageable, and I developed endometriosis of the uterus, ovaries, and fallopian tubes. To the point that the left fallopian tube was thick and unable to bend. I have had horrible side effects of weight gain, depression, bloating, endometriosis of the fallopian tubes, ovaries, and uterus, joint pain, headaches, severe mood swings, abnormal menstrual cycles last more than 14 days at a time and more than once a month.